Event description:
The husband reported moisture exposure to the insulin pump. The husband stated the insulin pump fell into a sink filled with water. The husband stated the display screen showed a number 5 after the moisture exposure. The husband also reported a crack present on the insulin pump. Customer's blood glucose was 87 mg/dl. The husband also reported the act button became unresponsive after the battery was removed. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was unable to verify button keypad anomaly or display anomaly due to blank display. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads and minor scratches on display window.